Event description:
Pharmacist of the facility reported to baxter (B)(4)of a dehp free solution administration set in which a nurse observed the tube of the set disconnected from the chamber when she opened the package. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a dehp free solution administration set in which nurse observed the tube of the set disconnected from the chamber was not confirmed during sample evaluation. One sample was available for evaluation. The sample was visually checked; no issue was observed. A traction test was performed between the junction of the chamber and tube. Test exceeded the acceptable minimum limit of 15newtons/1.5kgs without disconnecting. The sample was working within specification. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted. This is a product not distributed in the u.s. And does not have a 510k number.